Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by an optician that a female patient had a contact lens which became opaque at the end of the day. The patient sought medical attention at the hospital and was diagnosed with a corneal ulcer. No further information was provided. Additional information received on 08/03/2016 in the form of the translated questionnaire received from the optician. The questionnaire stated that the patient is a (B)(6) female with correct lens handling and hygiene habits. She has been wearing lenses since 2002. The date of the event is specified as (B)(6) 2016 and the issue occurred in the right eye. There was visual discomfort, irritation, pain, and a contact lens which was described as opaque. This opaque lens became whitish toward the end of the day. The event occurred after several hours/days of wear. It is further clarified that it occurred "after the day" with "important pain during the night." The patient visited an ophthalmologist and was diagnosed with a corneal abscess. After four days the patient visited the ophthalmologist for a "control examination." Lens wear was temporarily stopped for a one month duration. Cortisone was also prescribed along with another unspecified treatment. The questionnaire also stated that the patient did not present any sequel and the patient is currently wearing lens or plans to wear lenses again. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information was received. The symptoms resolved. No modifications or updates to the manufacturing investigation required. (B)(4).

Event description:
Additional information received on 12/08/2016 the ulcer resolved. Contact lens wear has resumed. No additional information is expected.

Manufacturer narrative:
The complaint samples returned for evaluation were found to meet manufacturing specifications. The manufacturing investigation did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).